Event description:
A tech reported a case of bilateral trace edema at one week post photo refractive keratectomy (prk). Reporter indicated the right eye was noted as having a large epithelial defect and the left eye epithelial was soft. Pt noted blurred vision. Upon add'l f/u, the reporter indicated the pt issue was resolved. There are two related reports for this pt. This report addresses the pt's left eye, and another MFR's report will be filed for the fellow eye.

Manufacturer narrative:
Eval summary: investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).